Event description:
The end user claims the system 5000 is self activating.

Manufacturer narrative:
A conmed bipolar footswitch was returned with the system 5000 for evaluation. Both devices were tested together and were found to function according to manufacturing specifications. Alleged failure could not be duplicated.